Manufacturer narrative:
(H3) as reported by the truliant knee clinical study, approximately one year post initial left side tka, this 53 y/o female patient experienced arthrofibrosis. Patient complaints of continuing post-operative left knee pain. Surgeon discussed radiographic findings with the patient as well as treatment options. Surgeon believes patient has some scar tissue on the medial aspect with some crepitus and point tenderness. She has failed conservative treatment. She is scheduled with surgeon as she may benefit from arthroscopy. The event was resolved with patient having knee arthroscopy plica excisions and synovectomy on (B)(6) 2018. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Event description:
As reported by the truliant knee clinical study, approximately one year post initial left side tka, this 53 y/o female patient experienced arthrofibrosis. Patient complaints of continuing post-operative left knee pain. Surgeon discussed radiographic findings with the patient as well as treatment options. Surgeon believes patient has some scar tissue on the medial aspect with some crepitus and point tenderness. She has failed conservative treatment. She is scheduled with surgeon as she may benefit from arthroscopy. The event was resolved with patient having knee arthroscopy plica excisions and synovectomy (B)(6) 2018.

Manufacturer narrative:
Concomitant medical products: truliant ps cem fem ps cem left sz 2 (cat#: 02-020-11-0220 / serial#: (B)(4)). Truliant tib fit tray cem sz 2f / 2t (cat#: 02-022-45-2020 / serial#: (B)(4)). Three peg patella 26mm (cat#: 200-02-26 / serial#: (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.